Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue replaced a section of the pressure and vacuum tubing. The fse then performed full calibration with complete preventative maintenance. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
During a preventative maintenance (pm) performed by a getinge service territory manager (stm), on the cs300 intra-aortic balloon pump (iabp), the stm found an air or vacuum leak and bad fill manifold. After further evaluation, the stm determined that the vacuum line had a split in it. There was no patient involvement and no adverse event was reported.